Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records for the femoral component were reviewed, indicating the device was manufactured, inspected, and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the patient was revised due to pain.